Event description:
The customer reported that the reservoir has a few air bubbles. Troubleshooting was done. Customer's blood glucose was 133 mg/dl. Advised the customer to change infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)